Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product tsvb10 x 3 impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot number 1245286 x 2/1253190 and tsv4b10 x2 imp,tsv,4.1mm,sbm,10 lot number 1254556 and 1243780. G4: premarket identification k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The doctor reports that the dental implants located in unknown dental positions, failed due to peri-implantitis. The doctor reports in the per that the procedure was not concluded by placing another implants. The doctor reported diabetes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The dental center has confirmed that they are unable to provide the exact placement date. Therefore the placement date field has changed to unknown. Device history record (DHR) review was completed for the subject lot number: 1253135. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number: 1253135 for similar events and no other complaint was identified. Review completed utilizing keywords: peri-implantitis. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.